Event description:
It was reported that during an unknown procedure, the acral part (about 1.5 cm from the tip) was broken. There were seven broken pieces and all pieces were retrieved. When the broken pieces were assembled, it was confirmed that there was no missing piece. Another device was used to complete the procedure. The doctor understood that the device became overloaded with the inserted scope since the patient's intercostal space was narrow. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.